Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his lead exhibited high number of the sensing integrity counter (sic) oversensing episodes. The lead remains in use. No patient complications have been reported as a result of this event.